Manufacturer narrative:
The device history record (DHR) for lot 720607 indicates that there were zero defects found in 544 visual samples and zero defects found in 694 physical samples inspected from the lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. A review of the machine setup was conducted and there were no issues. The equipment was reviewed for malfunctions or issues that could have contributed to the reported condition, but no such issues were observed during the review. There were no samples returned with this complaint. The complaint could not be confirmed without an actual sample to evaluate. The exact root cause could not be determined based on available information. A 6m root cause investigation was conducted and reviewed multiple potential contributing factors. The investigation identified user error as a possible root cause, but the attachment method and nature of the defect could not be determined based on available information. The complaint file contains insufficient information to determine a most probable root cause. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damage. The lot met all defined acceptance criteria and was released. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submission date: 09/13/2018, an investigation was performed for the reported customer complaint: ¿the customer reports that while loading the syringe, the plastic part of the safety shield broke. No patient involvement was reported.¿ a review of the device history record (DHR) of the reported lot number 720607 indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. During the manufacturing of the syringe assemblies, syringes were visually inspected and physically tested. No deficiencies were recorded relating to this customer report. Control mechanisms are in place to prevent the occurrence and acceptance of damaged syringes or syringes which leak during the syringe molding, assembly and packaging processes. These include, but are not limited to: material verification/certification processes, dimensional specifications, machine maintenance requirements, and personnel training and certification. A lot cannot be released unless it passes all visual and physical testing requirements. Specifically, samples are inspected for hinge pull force and shield stall/locking failure. Maintenance records (corrective and preventive), calibration records, process monitoring data and machine set up were all reviewed with no issues related to the reported condition. There were no changes to the process or materials related to the reported event for this product. Equipment was reviewed for malfunctions or issues that could have contributed to the reported condition, but no such issues were observed during the review. Additionally, no non-conformances were noted for the hub and safety shield used in the production of this lot. There was one (1) sample (opened) provided for evaluation. The sample was inspected for damage and the reported issue was observed. The safety shield had broken at the hinge point between the hub and the shield. The broken hinge was visually inspected under magnification and appeared to be the result of some form of twisting. A 6m root cause investigation was conducted and reviewed multiple potential contributing factors. The investigation did not identify a systemic issue with the product or process. The most probable root cause was potentially due to user pressing on the safety shield during the attachment process. It¿s recommended for the user to strictly adhere to the instructions for use when using this device. The reported customer complaint is confirmed. The most probable root cause was due to user error. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that while loading the syringe, the plastic part of the safety shield broke. No patient involvement was reported.